Event description:
It was reported that when using the bd pyxis¿ es server, all pyxis machines and bd logistics systems were experiencing slow performance. The customer stated that delays in authentication at the pyxis stations were beginning to impact patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system was running slow. A technical support specialist troubleshot the device and resolved as per the knowledge article 'medstation es ¿ ids login slowness when using third-party dns servers', corrected domain name system (dns) entries by removing offline domain controller (dc), case closed. The system functioned as intended after the technical support specialist diagnosed the device.